Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that while preparing and testing the endoscope device on (B)(6) 2020, it was observed that the device was dirty and had black spots on the lens that could not be wiped off. The reporter stated that they were either scratched or burnt with a wand. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was sent to the supplier and evaluated. The sales rep reported that the 4mm 30-degree scopes were dirty, and they could not wipe off the black on the lens. They were either scratched or burnt with a wand. Per service report, this complaint can be confirmed. The following defects were found during evaluation: - outer tube damaged, distal tip distal tip damaged shaver damage to distal tip distal tip has deposits - optical system, optical components distal cover glass/negative damaged. The defective parts were replaced, and the device was tested and found to be working according to specifications. The physical damages to the device including damage to the outer tube and distal cover glass/negative are most likely a result of user mishandling of the device or a possible fall. The damage to the distal tip is due to contact with the shaver during a surgical procedure as identified during evaluation. Improper cleaning / maintenance is the root cause of the deposits on the distal tip. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.